Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not deliver defibrillation energy and had error codes logged in memory. There was no pt use associated with this event.